Event description:
It was reported that the system would not display a usable image. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired it. Further repair information was not reported. The system operates as intended.